Event description:
Patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold and underweight. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: -a striated edge opening on posterior side assessed as surgical damage. -a striated edge opening on radius side assessed as surgical damage. -a crease smooth opening on posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: b.6, d1, d.4., d.7., d.10., g.5., h.3., h.4., h.6.

Event description:
Patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.